Event description:
It was reported that a patient experienced hypotension, compressions were done, procedure cancelled and the patient had to be hospitalized. It was reported that a farawave and versacross connect access solution for faradrive were selected for use. Patient was scheduled for a afl/afib ablation. Patient was in atrial flutter (afl) when brought to the procedure room and after intubation was cardioverted because ef was low and patient was hypotensive. The procedure was continued and transseptal access was done. With ice visual no effusion was present throughout the entirety of the case. After mapping the left atrium (la), it was advanced the farawave and began ablating the left pulmonary veins. After the end of the lipv ablation anesthesia was concerned with blood pressure (ranging between 60/40 and 50/20). Procedure was stopped and vasopressors were administered. Patient was placed on an epi drip, and due to lack of pressures compressions were started. Compressions were completed for approximately 3minutes before stated stable. An a-line was placed, sheaths were pulled, femoral vein closure and a non-boston scientific catheter was placed. With drips, patients pressure began to rise. Patient remained intubated and was transferred to careplex ICU. No issues with the devices were reported. It was noted that the versacross rf wire was irrelevant to the patient complication and outcome. The devices were disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced hypotension, compressions were done, procedure cancelled and the patient had to be hospitalized. It was reported that a farawave and versacross connect access solution for faradrive were selected for use. Patient was scheduled for a afl/afib ablation. Patient was in atrial flutter (afl) when brought to the procedure room and after intubation was cardioverted because ef was low and patient was hypotensive. The procedure was continued and transseptal access was done. With ice visual no effusion was present throughout the entirety of the case. After mapping the left atrium (la), it was advanced the farawave and began ablating the left pulmonary veins. After the end of the lipv ablation anesthesia was concerned with blood pressure (ranging between 60/40 and 50/20). Procedure was stopped and vasopressors were administered. Patient was placed on an epi drip, and due to lack of pressures compressions were started. Compressions were completed for approximately 3minutes before stated stable. An a-line was placed, sheaths were pulled, femoral vein closure and a non-boston scientific catheter was placed. With drips, patients pressure began to rise. Patient remained intubated and was transferred to careplex ICU. No issues with the devices were reported. It was noted that the versacross rf wire was irrelevant to the patient complication and outcome. The devices were disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.